Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system cannot power on. Upon trouble shooting, fse confirmed that pc mainboard bios battery has low voltage. The fse replaced a new bios battery. After replacement of bios battery, the system was returned to good working condition.

Event description:
It has been reported to philips that the system was not turning on. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that the host pc bios battery is very low. The host pc bios battery has been replaced that the system was returned to use in good working order. Philips has continue to investigate of the complaint.